Event description:
The svc report shows that while performing a cosmetic upgrade to the ventilator, the customer support engineer (cse) identified the audible alarm as being non-funcitonal. The cse replaced the alarm assembly and the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event allleged in this report.